Event description:
Same case as MFR ID#: 2134265-2011-03544. It was reported that during a percutaneous transluminal treatment procedure, balloon catheter entrapment and guide wire tip detachment occurred. The target lesion was located in a fistula. A 185cm journey guide wire and 8.0mmx40mmx135cm 4f sterling monorail balloon were advanced. However, the balloon catheter froze on the guide wire and the guide wire tip detached inside the guide wire lumen of the balloon. The entire guide wire was removed with the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a journey guidewire with no original packaging and a sterling balloon catheter. The journey guidewire and the sterling balloon catheter were received separated. The corewire was fractured near the distal edge of the inconel connector proximal from where the high torque sleeve meets the corewire. The corewire and inconel connector were bent in several locations. The reported separation was confirmed. Analytical testing concluded that the corewire fractured due to ductile bend overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2011-03544. It was reported that during a percutaneous transluminal treatment procedure, balloon catheter entrapment and guide wire tip detachment occurred. The target lesion was located in a fistula. A 185cm journey guide wire and 8.0mmx40mmx135cm 4f sterling monorail balloon were advanced. However, the balloon catheter froze on the guide wire and the guide wire tip detached inside the guide wire lumen of the balloon. The entire guide wire was removed with the balloon. No patient complications were reported.